Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm -4 lfit v40 head; cat # 6260-9-028; lot # 76201304. Uhr bipolar 28x49mm; cat # uh1-49-28; lot # 24651y. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rab013. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rma202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "dr...performed a left hip revision due to infection. All explanted implants are marked on attachment." Rep confirmed that explants are not available for return due to hospital policy and no further information will be released by the hospital or surgeon.